Event description:
A doctor at (B)(6) hospital is calling to report his patient is hospitalized with ketoacidosis for the second time. At 11:34 am her blood glucose measured 454 mg/dl and she corrected with a 4.4 unit bolus. She took a bolus of 2.45 units at 12:31 pm with bg of 468 mg/dl and another of 3.0 units at 12:57 pm (no bg result). At 1:57 pm her bg was 496 mg/dl and the doctor removed the pod. He said the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the patient's diabetic ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."